Event description:
The complainant alleged that the unit alarms, a few seconds after starting. Compressor shuts down, the red light turns on and alarms; 3646 hours are on the unit. Rental unit, no patient identification.